Event description:
It was reported that the ventilator internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. Identification of issue has been done by analyzing problem description and service report. Device¿s logs have been not available for further evaluation. According to the information provided by the technician, the gas supply test, internal leakage test and pressure transducer test failed during pre-use check.the o2 gas module and both pressure transducer printed circuit boards were detected as faulty and must be replaced. Despite our best effort in obtaining the information, it remains unknown if the issue has been resolved. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/26/2019, corrected manufacture date: 09/27/2019.

Event description:
Manufacturer's ref. #: (B)(4).